Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2015-00134 & 00135 & 01577 & 01578).

Event description:
It was reported that the patient underwent a hemi hip arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to instability caused by unknown reasons. The patient was converted from a hemi hip to total hip. During the procedure a juggernaut was used to attach soft tissue. The head was removed and replaced. A cup and liner implanted. It was further reported that patient was revised on (B)(6) 2014 due to instability due to possible malpositioned head. The head was replaced and the soft tissue was reattached with juggernauts. Additional information reported that patient underwent a further revision procedure on (B)(6) 2015 due to dislocation. The modular head. Locking ring, and liner were removed and replaced. Subsequently, the patient was revised again on (B)(6) 2015 due to malpositioning of the stem that caused a dislocation. The stem, head, and liner were removed and replaced.

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to instability due to unknown reasons. Juggerknot was used to attach soft tissue, and the cup, liner and head were implanted. It was further reported that patient was revised on (B)(6) 2014 due to instability due to possible malpositioned head. The head was replaced and the soft tissue was reattached with juggerknots. No information has been received to confirm that new holes were drilled. Additional information reported that patient underwent a further revision procedure on (B)(6) 2015 due to dislocation. The modular head and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 3 of 5 mdrs filed for the same event (reference 1825034-2015-00134 & 00135 & 01577 & 01578 & 02106).